Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. As of 06/15/2010, that number was de activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh and any medwatch reports will be submitted under registration. This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh. On behalf of the importer (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. Ref imp #: (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer in the sling from the bed to the wheelchair using tempo lift device one of the sling clip detached from the hanger bar of the lift and the patient fell down. The patient (an elderly male) received head wound and arm wound as a consequence of the event. It was reported that the patient underwent a head scanner and no more injuries were found. It was indicated that currently, the patient feels good.